Manufacturer narrative:
As of 02/12/2020 aso has not received returned product or lot number information from the consumer for further investigation. Satisfactory biocompatibility test results for the materials used to manufacture the same type of products were reviewed. Refer to b.6 for further details.

Event description:
On the initial report on 01/16/2020 consumer stated the bandages tore skin from her finger causing bleeding. She added was on her way to get medical assistance.